Event description:
An implantable pulse generator (ipg) system was returned from the oakley¿s funeral home with no information. Information identified in the paperwork indicated the patient died approximately five months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: implantable pacing lead product ID: 5076-45, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary # product ID#5076-52. A proximal portion was received measuring 4 cm. Analysis was performed and no anomalies were found.